Event description:
In 1993, the bird's nest was placed by a cardiovascular internist of the hospital. The patient underwent periodic checkups for follow-up of the device. In 2005, one of the cephalad hook wire struts was found to be broken. The physician decided to follow up. In 2006: progression of the filter breakage was observed and one of the struts was found sticking out of the vena cava. Cardiovascular surgery conducted a CT examination, which suggested that the sticking strut might be close to the duodenum or stomach. Fortunately, the patient was symptomatic and did not have hematoma.

Manufacturer narrative:
Evaluation: no product or lot number information was provided. However, films were provided that illustrate the damage described. Unfortunately, without events surrounding the patient's lifestyle, it is not possible to determine how the struts may have broken. Testing of sample specimens failed to reveal fractures in any of the struts or any signs of wear or impending failure. Considering the results of our testing, the complaint device may have suffered some type of trauma that resulted in the strut fracture.